Event description:
The international customer reported the ventilator would not power on and indicated the battery needed to be charged. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The customer reported the power supply was not working. The manufacturers service engineer confirmed the reported problem. The service engineer replaced the power supply to address the reported problem.